Event description:
It was reported the patient had a revision done to fix a broken lead. It was noted the lead and implantable neurostimulator (ins) were changed in (B)(6) 2011. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID fa37742 lot# serial# (B)(4); product type programmer, patient product ID 37752 lot# serial# (B)(4); product type recharger product ID 3887-45 lot# v091232, implanted: 2008 (B)(6), explanted: 2011 (B)(6); product type lead product ID 3887-45 lot# v091232, implanted: 2008 (B)(6), explanted: 2011 (B)(6);product type lead product ID 3887-45 lot# v091232, implanted: 2008 (B)(6), explanted: 2011 (B)(6); product type lead product ID 3887-45 lot# v091232, implanted: 2008 (B)(6), explanted: 2011 (B)(6); product type lead. (B)(4).